Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address broken/sheared polyethylene of bipolar implant.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
The patient presented to the emergency dept. With a dislocated hip that could not be closed reduced. The surgeon decided to open reduce the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.